Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital with pre-syncope, vomiting and sweating which had been occurring over the previous few days. Analysis of the electrograms displayed intermittent external noise which was being oversensed causing pacing inhibition which led to a period of asystole lasting approximately three seconds. All other measurements were stable and the noise was unable to be reproduced in the clinic. The patient had no underlying rhythm and the ventricular sensitivity in the pacemaker was reprogrammed from 0.6 millivolts (mv) to 0.7 mv to prevent further episodes. Additional information confirmed the patient never lost consciousness. The patient will continue to be monitored and their pacemaker remains implanted and in service. No adverse patient effects were reported.